Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, error 21 was found, that occurred during troubleshooting the device while battery was removed. So, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, the reported events are reproduced as the device didn't charge. Nothing was noticed during internal check. Preventive maintenance was found to be slightly overdue. The ocs test passed after a new power supply board was installed. Therefore, the power supply board was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functional cross testing were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, perhaps just an internal connection issue therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: unit not charging at all. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.